Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm approximately one month ago. The vessel morphology was reported as there was mild tortuosity, the aortic neck was 4 cm in length, and the native aortic bifurcation was 17 mm in diameter with a ring of calcification. The right iliac artery (above the flow divider of the bifurcated stent graft) was occluded most likely due to the narrowing and calcification in the distal aorta. The stent grafts were implanted without issues. At the time of implant the physician modeled the stent graft with a reliant balloon, but not at the flow divider. One day post stent graft implant the CT demonstrated that there was a kink/indentation and occlusion within the bifurcated stent graft at the level of the flow divider. The physician performed a femoral to femoral bypass. It was reported that one week later the femoral to femoral bypass graft (brand unknown but not medtronic), became infected; however, the endurant stent grafts were not infected. The physician removed the femoral to femoral infected graft and performed axillary-by-femoral artery bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (tortuous iliac arteries, narrow and calcified aortic bifurcation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (tortuous iliac arteries, narrow and calcified aortic bifurcation).